Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2017. On (B)(6) 2017 at 11:00 am, the cmg alerted that the patient was low. The patient's mother treated the patient with juice and a few hours later gave the patient insulin to make sure that the patient's bg did not run high. It was indicated that the patient's bg was not rising and the cgm was showing that the patient's bg was dropping. The patient's mother stated that the patient's values did not begin to rise to until 4:30 pm. At 4:30 pm, the patient's bgs values were above the 40's; however, the patient began to feel dizzy. The patient's parents took the patient to the hospital and when they arrived, the patient was given glucose. At the time of contact, it was indicated that the patient was still being observed at the hospital and their patient's bg value was at 12.1 mmol/l and the cgm was reading 9.8 mmol/l. Additional patient or event information is not available. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Data was downloaded previously for evaluation and it confirmed the customer complaint. The reported event of inaccuracies was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).